Event description:
It was reported that bd autoshield¿ duo safety pen needle experienced a cases of leakage and a case of being unable to deliver insulin/medication. The following information was provided by the initial reporter: spouse of consumer called stating the medication is not flowing properly in the autoshield duo needles. Stated the medication is leaking out of the needle and not going into the injection site. Spouse stated she has 5 boxes that possibly all have the same lot #. Only 1 box has been opened so far. Lot # 0020469. Cat # 329515. Date of event: unknown.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 2021-03-18. H6: investigation summary: customer returned (4) open, activated bd autoshield duo samples without the tear drop label. Customer states that medication is leaking out of the needle. All returned samples were tested by removing the shield on the non patient end of the pen needle and all were able to expel properly without any observed defects. Customer states that medication is not flowing properly. All returned samples were tested by removing the shield on the non patient end of the pen needle and all were able to expel properly without any observed defects. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications. H3 other text : see h10.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that bd autoshield¿ duo safety pen needle experienced a cases of leakage and a case of being unable to deliver insulin/medication. The following information was provided by the initial reporter: spouse of consumer called stating the medication is not flowing properly in the autoshield duo needles. Stated the medication is leaking out of the needle and not going into the injection site. Spouse stated she has 5 boxes that possibly all have the same lot #. Only 1 box has been opened so far. Lot # 0020469, cat # 329515, date of event: unknown.